Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es full height drawer had failed. When the user tried to recover it, it would either not recognize that it was open or if it recognized it was open, it wouldn't recognize when shut it. User opened the back and made sure the wires were all connected. When the user touched the ribbon connected to the failed drawer, it sparked. The user shut the machine completely down and unplugged it. Made sure all of the wires were attached correctly and then turned it back on and still could not recover the drawer. Upon fse investigation it was found that the interface controller bored had a blown circuit on it. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer was failed. A field service engineer opened the station door and inspected the inseparable, which functioned properly then noticed that the interface controller board had a blown circuit so replaced the board, reinstalled the drawer in the station then confirmed the functionality and resolved the issue. The system functioned as intended after troubleshot by the field service engineer.